Event description:
Noise on this rv lead resulted in multiple inappropriate shocks shock impedance trend shows sudden increase in (B)(6) 2024 and variable measurements since then. Lead to be evaluated further. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Lead was explanted (b) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.